Event description:
The customer stated, that her meter was reading erratically. She alleged that, she ended up in the hosp as a result of those erratic readings. She tested her blood glucose at 348 mg/dl and it was over 600 mg/dl at the hosp. No other info was provided about the hosp visit. The meter and strips are to be returned for eval, and replacement products will be sent.

Manufacturer narrative:
The customer was unable to provide a lot number for the autodisc test strips, so it was not possible to determine a manufacture date.